Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the driveline cable associated with ventricular assist device (vad) (B)(6) was not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed evidence of a self-repair applied by the patient and the clinic; upon removal of the self-repair, two cracks were revealed in the outer sheath. In addition, the visual evidence revealed discoloration of the outer sheath. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on historical review of similar events, the most likely root cause of the reported driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the observed self-repair event can be attributed to improper handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during normal use of the ventricular assist device (vad) driveline (dl) sheath damage was identified on the driveline cable. Tape was placed by the clinic and patient at a length of 10cm, starting 15cm after the strain relief. The old tape was removed revealing two cracks in the outer sheath, and no total exposed wires. The dl cover was smooth, and the connector looked okay. Servicing was required, and a dl sheath repair was performed. The dl remained in use. The patient was alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.